Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps series is identical model to rexeed series marketed in us. The used product and info of lot # were not available because the product was disposed in the healthcare facility. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unk cause. "Handbook of dialysis 4th edition."

Event description:
(B)(6) 2014: the dialyzer (aps-11sa) was used for hemodialysis (hd). Although no problem during hd treatment, soon after the recovery of blood, nausea and itching occurred. Blood pressure decreased to 60 mmhg and eruption in lower leg arose, then the pt lost consciousness in shock. Ventricular fibrillation (vf) occurred and bosmin3a was administered in IV. Few mins after cardiac massage and dc defibrillator, heat beat restarted but vf occurred again. Dc defibrillator, cardiac massage and bosmin3a was given repeatedly. After three dc defibrillator, the pt was sent to coronary care unit. (B)(6) 2014: cardiovascular system was stabilized and pt was released from cannulation, pcps (percutaneous cardiopulmonary support system) and iabp (intraaortic balloon pumping).